Event description:
On (B)(6) 2012, additional information was received that the patient had reported vocal cord paralysis and an increase in seizures to the physician on (B)(6) 2012. The patient was scheduled for follow-up in (B)(6), but did not attend the appointment. No additional appointments were scheduled to date. No information was available regarding the increase in seizures or the alleged vocal cord paralysis. Programming history was reviewed. Settings and diagnostic results were available for (B)(6) 2012.

Event description:
On (B)(6) 2012, it was reported that the patient could not feel stimulation since the device settings were reduced. It was also stated that there may have been some sort of vocal cord paralysis; however, it was unknown if it was temporary or permanent but was related to the adverse events the patient was experiencing. The patient's physician believed that the patient could not feel stimulation as the patient had become acclimated to stimulation and no device malfunction was suspected. The patient could not feel normal mode stimulation; however, it was unknown if the patient could feel magnet mode stimulation. Additional follow up on (B)(6) 2012 showed that the patient was doing a lot better. Diagnostics were okay (no values were provided), and the patient still did not feel stimulation. The patient underwent revision surgery on (B)(6) 2012. After the surgery, the patient was unable to tolerate the previous settings. The patient complained of pain in the throat and some difficulty breathing. The patient's normal mode output current and magnet mode output current were lowered to 1.25ma and 1.50ma, respectively, and then again to 1.00 ma and 1.25 ma. The patient was reported to be tolerating these settings well.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Operator of device, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. This report is being submitted to correct the aforementioned fields. Review of programming history.

Manufacturer narrative:
Date received by manufacturer, corrected data: supplemental emdr #1 indicated that the new information was received on (B)(4) 2012; however, the information was received on (B)(4) 2012. This report is being submitted to correct this information.